Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device delivered the first shock then does not deliver any further shock. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Evaluation and conclusion: this case is re-identified as duplicate of pr#(B)(4),please refer to its child pr#(B)(4) with mdn as below (B)(4) and its follow up report for full details.